Manufacturer narrative:
No complaint was received with the return of the device. As received, only the connector portion of the lead was returned in one piece failure event observed during analysis. Visual inspection found a full breached outer insulation degradation with the outer coil being exposed adjacent to the connector boot. Electrical testing was normal.

Event description:
This report is to advise of an event observed during analysis.